Event description:
It was reported while using bd pegasus safety closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse found the leakage from the catheter tube when using the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.